Manufacturer narrative:
Findings: pump passed rewind test, prime test, excessive no delivery test, self test and error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with reservoir tube lip completely broken off, cracked battery tube thread, missing reservoir tube lipo-ring, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 284 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.